Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge. Additionally, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue.